Event description:
Patient implanted 03/03/1998 in upper and lower vermilion borders. On 03/03/1998, onset of swelling, skin dry, implant visible and burning skin in perioral area. Patient also had headache. On 04/08/1998 implant explanted and patient treated with zithromax.